Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 350mg/dl. The customer stated that he was released once his glucose level went down. Troubleshooting was performed. The caller stated that the insulin pump alarmed no delivery multiple times during bolus and basal. The customer mentioned having scar tissue in the abdominal area site, and she inserted manually. Advised the caller that she may try different infusion set. No further information was provided.